Event description:
This event is reported as: complaint received at (B)(4) per medwatch on (B)(6) 2011. From the medwatch, it is documented: patient undergoing lap assisted sigmoid colon resection and urinary obstruction. Unable to pass the foley catheter. Urology consulted. Attempted to use the ureteroscope, but could not see because of bleeding. Patient returned to surgery and cystoscope done with removal of eroded clip. The clip was noted to be at the anastomosis, exposed and obstructed. The surgeon documented "a weck clip" since placed at another hospital two years ago cannot identify as to manufacturer, however, literature research indicated teleflex medical. The clip was removed and foley inserted. No additional problems. Patient's current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation. A complaint specialist for teleflex spoke with (B)(4) at (B)(4) in (B)(4). She said the clip was originally inserted two years ago. The patient returned to the hospital on (B)(6) and had the clip removed. The clip is available but, she had no lot number or cat#.